Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed their stimulation stopped last saturday and when the patient tried to charge their ins they saw the por (power on reset) message on their charger. It was stated that the patient programmer showed that the ins was discharged with an empty battery. The caller directed the patient to try to bypass the por messaged by pressing the start charge button again, but this did not bypass the message. It was reviewed that they needed to use the sound key to bypass the por message. However, the caller did have access to the patient and their clinician programmer as the rep was working with the patient over the phone. It was indicated that the patient was seeing the warning por message. The patient was unable to clear the por with the patient programmer. It was reviewed that the clinician programmer may be required to clear it. The rep stated that they planned on meeting with the patient this afternoon. It was recommended that the patient try to do some charging prior to the appointment. It was reported that the patient¿s loss of stimulation, por message, and difficulty charging due to the por message all occurred on (B)(6) 2019. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) (B)(6) 2019. It was reported that the patient was seen in the office on (B)(6) 2019 and the power on reset (por) was cleared. The cause of the discharged battery leading to por was not determined. The battery was discharged because the patient did not know how to bypass the por message to charge. The por warning message, loss of stimulation and being unable to recharge and discharged ins were resolved. No further complications were reported/anticipated.